Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported left side rupture and "partial double capsule." The device has been explanted and replaced.

Event description:
Healthcare provider reported a left implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported left side rupture and "partial double capsule." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.